Event description:
It was reported that low impedance was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion near the connector pin.